Manufacturer narrative:
As lot number is unknown, date of manufacture and expiration date have been left blank. Complaint will be elevated for investigation.

Event description:
The customer reported 21 false positive results on a realtime sars-cov-2 assay. The customer suspected contamination on their m2000rt instrument, so they retested all 21 samples on an alinity m instrument and received negative results. The positive results were not reported outside the lab, so there was no impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review, and a complaint history review. The results of the investigation are summarized as follows: customer data review: a review of the customer result log files was performed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls. Note: the complaint issue was concluded by the customer to be a contamination issue. Customer ran saline blanks in the deep well and resulted positive. The false positives issue may have been due to contamination. According to the operations manual, list (9k20-009), version 200681-109 - march 2016. Reusing a deep well plate will result in cross-contamination. To minimize cross-contamination, use a new deep well plate for each run. Quality data review: the device history records (DHR) review for the abbott realtime sars-cov-2 amplification kit, us eua (list 09n77-095) lot 513724 and its components was performed. The review did not identify any issues which could result in the reported complaint during the production or the release testing for lot 513724. No issues related to the reported complaint were reported during quality control testing. CAPA / non-conformance review: the CAPA review was performed to identify any records that were potentially related to the reported complaint for the abbott realtime sars-cov-2 amplification kit, us eua (list 09n77-095) lot 513724 and its complaint components. This CAPA review did not identify any existing internal issues or post-production use issues related to the reported complaint for the associated lot numbers. Complaint history review: the lot specific complaint history review performed for the abbott realtime sars-cov-2 amplification kit, us eua (list 09n77-095) lot 513724 did not identify any additional complaints related to the reported issue for the realtime sars-cov-2 amplification kit, us eua (list 09n77-095) lot 513724. Based on the results of the investigation elements, a product deficiency for the abbott realtime sars-cov-2 amplification kit, us eua (list 09n77-095) lot 513724 was not identified.